Event description:
The ventilator was connected to the pt. The customer reports the ventilator had a burning smell and the ventilator powered up and down with the safety relief valve activating. Now the ventilator will not turn on. The ventilator settings are as follows, prvc, 1200 insp. Tv, 0 peep, 30% 02 and the adult range. There was no pt injury. The fse has been dispatched.